Event description:
It was reported that patient presented to clinic for follow up. The patient's left ventricular lead exhibited failure to capture and the lead was found dislodged via x-ray. The lead was explanted on (B)(6) 2024. The patient was stable throughout procedure.

Event description:
It was reported that patient presented to clinic for follow up. The patient lead exhibited failure to capture and the lead was found dislodged via x-ray. The lead was explanted on (B)(6) 2024. The patient was stable throughout procedure.